Manufacturer narrative:
An investigation was completed to determine the cause of this reported event. An intuitive surgical, inc. (Isi) field service engineer (fse) was dispatched to the customer site to further investigate the reported event. Fse replaced common compute controller (ccc) to solve reported issue. The system was tested and verified as ready for use. Isi did receive a da vinci product involved with this complaint to perform failure analysis. The ccc was analyzed and found the issue was confirmed via the lighthouse error logs. The ccc was visually inspected, where no issues were found. The unit was installed onto a known good system and powered on with no issues. The ccc light levels were inspected for both ports, where the levels were found to be normal. The system was left to idle for three hours, and five power cycles were performed with no issues. The complaint was confirmed based on failure analysis, which indicates that the device may have contributed to the customer reported issue.

Event description:
It was reported that prior to starting a da vinci-assisted surgical procedure, multiple connection errors were encountered with the dv5 system. The caller noted this was an ongoing issue and stated previous attempts to reseat fiber cables and power cycle the system had not resolved the problem. System logs were not available at the time of the call. The procedure was aborted prior to patient involvement.